Manufacturer narrative:
The customer report was observed during review of the device activity logs. However, the device was put through extensive testing without duplicating a malfunction to the device. An internal inspection found a foreign substance on the manifold assembly and the spm board, but we were unable to confirm if this contributed to the customer's report. The smart pneumatic module board and the manifold assembly were replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "off set self check failure - 1174" error message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.